Event description:
Business partner in (B)(6) reports that when the pt tried to remove a lens from her right eye, she damaged her right eye and then she felt a pain. The next day she visited an eye clinic. She was diagnosed corneal epithelium disorder with bloodshot and swelling of her right eye. The doctor prescribed antibiotic and eye drop for reduction of inflammation, however, her injury had not healed. Therefore she visited (B)(6) clinic and the doctor stated that her injury and resolved due to medical treatment for keratomycosis. He stated it is necessary to take care of keratomycosis after an injury of eye due to rare occurrence. This is no evidence that would establish the direct relationship with the lens and the condition reported as keratomycosis.